Event description:
The patient reported they were implanted with 2 devices, but they had one of their devices explanted due to an infection. It was noted that the area of the infection was the implantable neurostimulator (ins) and the symptoms reported were pain and incisional wound opening. The patient stated they immediately noticed an issue, but the doctor kept telling them it was due to them being small and said they probably just needed it to be implanted deeper. It was stated the infection got so bad, they got cellulitis, and it "opened up." The infection was confirmed as pseudomonas aeruginosa. It was stated that the interventions were oral antibiotics and total system explant. The patient had fully recovered and now just had 1 implant. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.